Event description:
The sleek 4.0mm x 220mm l=155cm balloon separated from the catheter while trying to pull through the sheath at the proximal end of the catheter at the balloon interface. The balloon was removed from the patient with a snare device. The lesion was in the distal popliteal/sfa with 100% stenosis, no calcification, little angulation and no vessel tortuousity. The device was used for a chronic total occlusion lesion greater than 3 months. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The patient was scheduled for amputation not related to the device failure.

Manufacturer narrative:
The complaint received states that during an interventional procedure the sleek balloon separated in the patient. The sleek balloon separated from the catheter while trying to pull through the sheath at the proximal end of the catheter at the balloon interface. The balloon was removed from the patient with a snare device. The lesion was in the distal popliteal/sfa with 100% stenosis, no calcification, little angulation and no vessel tortuousity. The device was used for a chronic total occlusion lesion greater than 3 months. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no reported injury from the balloon separation event. The patient was scheduled for amputation not related to the device failure. Per clearstream: upon receipt of the complaint the manufacturing documentation for lot 50025604 was reviewed. No anomalies which would have resulted in the reported failure mode were detected. The balloon which appeared to have been previously inflated was entirely detached from the rest of the unit at the proximal bond. The inner was severely concertinaed and the entire distal section was necked down. There were kinks on the proximal shaft but the shaft was intact. Clearly a lot of force had been applied during the procedure. The root cause of this damage was determined to be procedural related. However as no other clinical information was received, the root cause of the failure mode could not be determined. The sleek IFU states that one should not advance the guidewire, balloon dilation catheter or any component if resistance is met, without first determining the cause and taking remedial actions, as the proper function of the catheter depends on its integrity; therefore, care should be used while handling the catheter. The complaint of balloon separation was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed event. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.